Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2010. The handpiece would not rotate at all. Another like device was used with no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Blade seized/stopped. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-01194. The same patient is represented in each medwatch.